Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The device had cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call, the buttons on the insulin pump aren't working. Customer was attempting to bolus and the numbers were scrolling. Customer's blood glucose was 133 mg/dl. Customer stated the device was dropped a couple of times because of the holster doesn't hold well but wasn't exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.